Event description:
Patient complains of experiencing feeling of full body bloating with swelling/inflammation since implant of this device. Patient reports discomfort, with no pain or signs of infection at implant site and stated physician said it is fine. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.